Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no clinically relevant documents are available; therefore, a thorough medical assessment cannot be rendered. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. No medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after tha a revision surgery was necessary and the devices implanted were removed in order to implant new ones at a different angle. The patient was not injured.